Manufacturer narrative:
Refers to the main device, other components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 15 mg/ml of bupivacaine at 1.5 mg/day and 20 mg/ml of dilaudid at 2 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient was not having a change in therapeutic effect, despite their dose being increased. A dye study was performed and it was discovered that the catheter had slipped out of the intrathecal space and was epidural. The catheter was revised on (B)(6) 2017. It was reported that, during the catheter revision, the healthcare provider (hcp) placed a new spinal segment and got csf but was unable to get the spinal segment out of the patient to avoid a csf leak. The hcp was unable to see the tip of the spinal segment to know how much was removed to figure out the new catheter volume. It was recommended that they measure what they could see of the catheter and take the best estimate on catheter length. Additional information was received on (B)(6) 2017 from the manufacturer's representative (rep). It was reported that the event was reported by the physician when they scheduled the revision. The dye study was done prior at the hcp's office and the rep was not present for the study. The rep covered the case and was told by the hcp that the catheter was epidural and that the spinal segment was being replaced. The old spinal segment was left in place because the physician did not want csf leak issues. The reason for the catheter being epidural was unknown. The patient was being increased on daily dose with minimal effects, which led to the revision. No further complications were reported.